Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to 20 units of insulin after the cartridge was in use for approximately 2 days. Blood glucose level was 400 mg/dl. At the time of the reported event, a new cartridge was loaded to address the issue.